Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, to address this issue. The field service engineer (fse) replaced the bubble generator which resolved the issue after replacing multiple parts. After the completion of the necessary and verified repairs the instrument was returned back into operation. Previously reported MDR: 2050012-2011-08338. Mdrs associated with this event: 2050012-2011-08488, 2050012-2011-08489. Note: this report is being resubmitted because when it was initially submitted, only one acknowledgment was received. (B)(4).

Event description:
The customer reported that suppressed total protein (tp), glucose (glu) and/or creatinine (cr-s) results were generated from a unicel dxc 600i synchron access clinical system for two patients' samples over two days. This report is one of two and represents the suppressed cr-s result generated for one patient on (B)(6) 2011. The customer had indicated that this had been an ongoing issue. A similar event had occurred on (B)(6) 2011, for which a MDR had been previously filed with the agency. Beckman coulter inc. Assessment of customer supplied data indicated that the initial patient suppressed cr-s result was accompanied by an "out of instrument range low" instrument message. Subsequent retest of the sample generated a numerical result. Additional chemistry results were provided for this patient but were not questioned by the customer as erroneous. The suppressed cr-s result was not reported out of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that instrument chemistry quality control results were running "low".